Event description:
The customer reported that the ortho provue is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample/reagent, carryover and/or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and observed the probe was bent in the up position and the wash station block was cracked. The field engineer replaced the probe and wash station block and performed all probe adjustments. Replacement of the probe and wash station block has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B) (4).